Event description:
Pt reported infusion device displayed "2.01" with three dashes. He indicated that he immediately switched to his backup device. Pt replaced the power pack in the infusion device and it worked properly. He did not report any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for evaluation.